Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Additional information was received from a manufacturer representative. The representative reported that the shocking in the left buttocks was caused by the left lead being too close to a nerve. When they changed the ens out for a different, the symptoms remained the same. As an intervention, the ens was programmed so that the stimulation was only delivered to the right side lead during the basic evaluation.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The trial patient reported that felt "shock or shooting in their left buttock" whenever the external neurostimulator stimulator (ens) was turned on or they change sides even when the voltage was set to zero. Representative tried new controller and took batteries out of ens but patient still felt stimulation anytime they went to unlock anything even though it showed zero volts. Technical services advised representative to try another ens and patient still felt same sensation when turning on ens. A placebo test was done and patient did not feel anything until they turned ens on again. Representative turned up stimulation and patient has very low threshold on left lead. Patient felt it on left side at 0.2v. Left lead was probably too close to nerve and very sensitive to stimulation. Right lead was comfortable at 1.1v so they will continue trial with right lead. The symptom reported was indicated as sudden. Patient felt surge when ens was turned on. It was later reported that ens was not malfunctioning they used the ens on the next basic evaluation.